Event description:
Information received by medtronic indicated that the insulin pump had a possible under delivery. The customer stated having symptoms of low blood glucose and was treated with insulin pump and manual injection. The blood glucose at the time of incident was 300 mg/dl. Customers current blood glucose value is 298 mg/dl. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2022, the insulin pump was returned due to customer allegation to insulin pump under delivering causing high blood glucoses. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the insulin pump history on the event date of 01-may-2022 found bolus deliveries of 0.1u at 00:05:00, 0.225u at 01:04:57, 0.025u at 02:04:49, 0.05 at 03:04:49, 0.075u at 04:04:51, 0.075u at 05:04:49, 1.1u at 07:45:30, 0.1u at 08:04:51, 0.125u at 09:05:00, 0.125u at 10:04:53, 0.125u 11:04:53, 0.15u at 12:04:53, 0.2u at 13:04:55, 0.025u at 14:01:02, 0.025u at 15:02:15, 4.5u at 17:11:37, 2.4u at 22:24:08, 0.15u at 23:12:53, and 0.025u at 23:59:01. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, overlay scratched, cracked keypad overlay, damaged display window cover, cracked case, and battery tube threads - cracked. In summary, customer allegation for insulin pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high blood glucoses. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.